Event description:
It was reported the distal cover of the gastrointestinal videoscope had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the distal cover of the gastrointestinal videoscope had a burn. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is it is possible that high-energy treatment equipment (laser, radiofrequency, etc.) Was used without sufficient distance. The event is detectable and preventable by handling device in accordance with the following IFU. Gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.